Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called requesting assistance with a no delivery alarm. Troubleshooting was performed. Assisted the customer to run a manual prime and the insulin did exit. The customer stated that she ran out of supplies and was using a 6mm cannula, but the device was alarming no delivery. During the call, the customer mentioned that she went to the hospital due to a stomach virus, and her blood glucose went up to 900mg/dl while staying in the hospital. The caller also stated that the device was vibrating like normally does with the no delivery and low reservoir alarm. No further information was provided.